Manufacturer narrative:
Product analysis: analysis noted that the clear cover was broken and the encoder assembly was operating intermittently due to damaged threads. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.